Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. The RMA was authorized to offer the user a transmitter replacement. B4. Date of this report 03 march 2025. G3. Date received by the manufacturer? 03 march 2025. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Event description:
Senseonics was made aware of an incident where the transmitter became warm while it was on the customer's arm. The customer felt some pain, but after taking off the transmitter, the pain stopped. The customer first experienced this issue in august when the transmitter got warm during night. The customer took the transmitter off. A transmitter replacement was approved and the customer was requested to send the transmitter back for further evaluation.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.